Manufacturer narrative:
(B)(4). Batch # m54r9j. The analysis found that one pse45a device was returned in good visual condition and with an ecr45w cartridge loaded on the device. The cartridge was received unfired and in good visual conditions. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2015. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did any staples deploy? Not sure. How much bleeding occurred? 50-75cc. Did the patient receive any blood products? No if yes: how much blood products did the patient receive? Was intra-op or post-op care changed for the patient? No.

Event description:
It was reported that during a pelviscopy-oophorectomy procedure, during the first two firings, the stapler seemed to fire normally, however each time there was bleeding and the staple lines did not appear visible. The surgeon had to use bipolar forceps to control the bleeding. Case completed with another device of the same product code. There were no patient consequences reported.